Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that nothing changed which may have led to the device jumping up to a 10 and shocking them. The patient was at the store and it just went and started shocking them at its highest. The patient thought by the time they got to their car to turn it down that it had fried their personal parts because it burnt and hurt. They noted that their normal was on 2-3 volts not 10 volts. After that it took weeks for the patient¿s body to stop feeling like it was burnt or stinging. The patient decided they were not going through that ever again. The patient noted that their device went off by itself. There was no change in their activity that day.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had gotten the device removed about 10 years ago because it had gone off by itself to a # 10 and almost fried the patient with shock.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.